Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D4: additional lot number provided: 9420769. H3, h4, h6: part 03.037.113, lot l827018: manufacturing site: hägendorf. Release to warehouse date: july 12, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: a product investigation was completed: visual inspection of the complaint device showed no damage observed. A functional assessment was unable to be performed on the complaint device due to no mating devices being returned. The complaint was not able to be replicated. Dimensional inspection showed the relevant dimensions were conforming; the gage pin passed freely. The current and manufactured to drawings were reviewed; no design issues or discrepancies were identified. This complaint is not confirmed as no damage was observed, the device passed a dimensional inspection, and a functional test was unable to be performed due to no mating devices. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The aim-arm 130° f/stat+dyn dist lock (p/n: 03.037.113, lot number#: (B)(6)) was received at us cq. Visual inspection of the complaint device showed no damage observed. This complaint is not confirmed, as no damage was observed. The device passed a dimensional inspection. And a functional test was unable to be performed, due to no mating devices. No definitive root cause could be determined, based on the provided information. There was no indication, that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined, that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part: 03.037.113, lot#: (B)(6), manufacturing site: hagendorf, release to warehouse date: 20.april 2015. A manufacturing record evaluation was performed, for the finished device lot number. And no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained, that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, when performing the distal blockage of the nail, the surgeon attempted several times to pass the drill which collided with the nail. The surgeon attempted both ap and lateral projections, but it was not possible to complete. The surgeon decided not to place the distal blockage. No further information available. This report is for one (1) aim-arm 130° f/stat+dyn dist lock. (B)(4).